Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not power with alternating current (ac) power. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the unit ran on internal battery only when plugged into ac power source. The bme tried multiple outlets and power cords, but the issue persisted. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp determined the power supply required replacement. The customer was provided a service proposal for repair activity. Investigation ongoing

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this issue, but no response was received from the biomedical engineer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.